Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed the unit was found to have an error 34 when placed on an in-house system. The error was displayed on start up. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the erbe and found that an error 34 occurred during start up. The erbe was replaced to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted retroperitoneal partial nephrectomy surgical procedure, the integrated electrosurgical unit (iesu/erbe) had an error m-11. The customer tried to power cycle the erbe and replace the monopolar and bipolar cables but the issue persisted. The customer decided to use a spare generator to continue. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using a forcetriad generator.